Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for occipital neuralgia. It was reported that patient had poor telemetry or no telemetry with recharging. The patient reported poor communication. The patient stated that the recharger will not read the ins. The patient stated that they are also getting the reposition the antenna icon. The patient stated that their stimulation is at such a low setting that they don't usually feel the stimulation. The patient stated that they hadn't charged in 3 or 4 weeks. No troubleshooting was possible as the patient didn't have their recharger. The patient called back and stated they get the poor comm screen on the patient programmer and the reposition screen on the recharger even after rotating the dial. The patient was redirected to their healthcare provider (hcp) for a jumpstart. The patient stated that they haven't had their device checked since implant. The patient does not have an hcp currently but they are looking. No further complications were reported or anticipated. Additional information was received from the patient on (B)(6) 2017. The patient reported that a battery replacement was scheduled for (B)(6) 2017.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information received from the consumer reported that the battery replacement was due to normal battery replacement as it was nine years old.